Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the five infusion sets fell off during use and the events occurred between 3/14/24-4/2/24. The set fell off when the patient was swimming. The infusion set was in use for 24 hours or less for all events. No further information available.

Manufacturer narrative:
Device 5 of 5.